Event description:
The customer reported the inflation line disconnected after pt intubation. A non-routine replacement of the tube was required.

Manufacturer narrative:
The device was received missing assembly pieces. Without the complete assembly no conclusions can be made.